Event description:
It was reported that a lead integrity alert had triggered for the right ventricular (rv) lead. Review of egms (electrograms) show typical lead noise. Non-sustained episodes were noted and lead fracture was confirmed. The rv lead was reprogrammed and then later explanted. No patient complications have been reported as a result of this event.